Manufacturer narrative:
Additional information received reported that the physician elected to perform an intervention and implanted aortic cuffs to treat the type ia endoleak. The endoleak was resolved. Per the physician, the cause of the type ia endoleak was unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Off-label, unapproved, or contraindicated use. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 70 mm diameter abdominal aortic aneurysm. At implant, the proximal aortic neck diameter measured 24-25mm in diameter and 14mm in length. The aortic neck angulation was approximately 85 degrees. It was reported that approximately 1.5-year post index procedure, on routine follow up contrast CT, a type ia endoleak was observed. No additional clinical sequelae were reported and the patient will be monitored by the physician.